Event description:
A nurse reported that two weeks following photo refractive keratectomy (prk), the patient presented with blurred vision and photophobia. The topical steroid drops were increased. In a completed questionnaire, the optometrist reported that the event resolved after two weeks of treatment. Per the optometrist, the surgeon does not blame the laser for the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.65 when additional reportable information becomes available. (B)(4).